Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling using test batteries, and ECG stress testing without duplicating the report. An inspection of device found no discrepancies. The device was recertified and returned to the customer. The battery used during the event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.